Event description:
It was reported that a patient experienced peritonitis manifested by sick, cloudy drain bag, and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, dianeal 1.5% therapy was discontinued. On an unreported date, abdominal surgery was performed to remove the tube. It was not reported when the patient was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the event occurred on an unknown date in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.